Event description:
It was reported that a spectrum pump turned itself off during amiodarone therapy. It was stated , "post-cardiac arrest patient who required immediate amiodarone infusion. Drip was mixed and pump was programmed. As we were hooking up the drip, the pump said improper shutdown all data will be erased. The pump then turned itself off, we had to scramble to get another pump programmed and drip started which delayed the patient's treatment. This is a life-saving medication and presented the potential of the patient going back into v-fiv rhythm." This incident resulted in an unexpected or prolonged care. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. During functional testing, improper shutdown was reproduced. A review of the event history log revealed improper shutdown messages. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The cause of the condition was determined to be compressed battery contact pins. The rear case requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.